Event description:
The physician was attempting to implant an integrity rapid exchange stent in an ostial lesion which exhibited 60% stenosis. No abnormality was noted during preparation of the device. The stent was being used for direct stenting of the lesion. During advancement towards the lesion, the stent dislodged from the balloon. An unsuccessful attempt was mad to pull the undeployed stent back into the guide catheter. The stent remains in the patient. The target lesion was treated with another medtronic stent.

Manufacturer narrative:
(B)(4) - the root cause is undetermined. Inherent risk of procedure-stent embolism is listed in the product IFU as an inherent risk of stenting procedures. (B)(4).